Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (b(6) 2005. On an unknown date it was noted that perforation had occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2005. On an unknown date it was noted that perforation had occurred. No further patient complications were reported. It was further reported the filter was placed in a burn unit patient with a left lower extremity deep vein thrombosis (dvt) who was scheduled for skin grafts the following day. The patient tolerated the procedure well and there was no immediate complication. On (B)(6) 2017, a CT of the abdomen without contrast revealed all of the limbs of the filter penetrate the ivc equally. There is no mass effect or hematoma formation around the ivc and none of the limbs penetrate the aorta.